Manufacturer narrative:
Customer reported receiving low glucose alerts on (B)(6) 2024 between 6:07 am to 8:37 am, with sg = 57mg/dl at 6:07 am and bg is not entered since the customer was asleep. Upon review of dms data, it was observed that the user received low glucose alerts on 6:07 am et when the sg was at 57 mg/dl, and the user kept receiving these alerts every 10 minutes until 8:37 am. The customer confirmed that he had no symptoms related to hypoglycemia during the entire period, his only concern was that he didn't hear the alerts. In associated case (B)(4) (complaintrec-45209), the user stated that they are being alerted when the application is in the background, but they don't receive alerts when the application is in the foreground. Customer care attempted to reach out to the customer to provide an escalation response, however, the customer has been unresponsive. Sensor accuracy was assessed 2 weeks prior to the reported event, and the system was working within expectation with mard = 7.3. The customer is currently using the system and the overall system performance is still within expectations. The sensor is functioning as intended with mard is well within normal bounds. B4.date of this report (B)(6) 2024. G3.date received by the manufacturer? 29 feb 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 16, 2024, senseonics was made aware of an adverse event where the user received several low glucose alerts in his sleep but did not hear the alerts.